Manufacturer narrative:
The investigation determined that a higher than expected vitros amon result was obtained from a single level of non-vitros biorad ethanol/ammonia controls, lot 54380, tested on a vitros 350 chemistry system. The assignable cause of the event is an instrument issue most likely related to ammonia contamination in the microslide incubator. Vitros amon within-run precision testing was outside of acceptance criterion. Ortho field service actions which included replacing the microslide incubator, evaporation caps, and springs were performed, and a post service vitros amon within-run precision test was within the acceptance criterion, indicating the service actions resolved the issue.

Event description:
The customer reported a higher than expected vitros amon result obtained from a single level of non-vitros biorad ethanol/ammonia controls, lot 54380, tested on a vitros 350 chemistry system. Biorad l3 amon = 259.0 umol/l vs. The baseline mean 213.14 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected vitros amon results were generated from non-patient fluids, however the investigation cannot conclude that patient sample results were not affected and would not be affected if the event were to recur undetected. There were no allegations of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4) / reportability assessment (B)(4).